Event description:
Customer reported experiencing leakage when using the pump set. Leakage was reported to occur in the area of the cassette. The co laboratory eval found the leakage to be located at the inlet valve. No pt injury was reported. No further info is available.